Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that pieces of plastic are coming off where the reservoir goes. Troubleshooting for the cosmetic damage was performed. Customer advised that the reservoir continuously falls out, there are cracks on the insulin pump and the o-ring is missing. Customer advised the device fell and was bumped about 3 or 4 times before landing on the carpet. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.